Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that during placement, the internal hex of the implant (bopt6511) was damaged. Another implant was placed.

Event description:
No further event information available at this time.

Manufacturer narrative:
After updated information, it was determined that this event no longer meets the requirements for a reportable malfunction. The event reported under MFR report 0001038806-2018-00921 submitted on oct 30, 2018, is no longer reportable. No further medwatch reports will be submitted.